Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump received multiple insulin pump error alarm, frozen display and keypad anomaly. No harm requiring medical intervention was reported. The customer was continue to troubleshooting for button unresponsive. Customer was unable to clear the alarm. Customer had to press two or three times button, time clock advanced. Customer stated that numbers are not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that all buttons are now working. The device will not be returned for analysis.